Event description:
The user received a questionable immunoglobulin igg generation 2(igg) result for one patient sample. The sample was aliquoted by the modular preanalytic analyzer (mpa) system and one aliquot went to the cobas 6000 (cobas c501) and the other was sent for the serum electrophorese. The igg result from the cobas 6000 (cobas c501) was 4.28 g/l. The igg result from serum electrophorese was 10.3 g/l. On (B)(6) 2011, the user retested the original sample on the cobas 6000 (cobas c501) and the result was 10.31 g/l. No information was provided to determine if the erroneous result was reported outside the laboratory or if the patient was adversely affected. The igg reagent lot number was 654061. The expiration date was not provided.

Manufacturer narrative:
Additional patient demographic information was provided in medwatch.

Manufacturer narrative:
The investigation could not determine a specific root cause as no raw data from the event was available. It was noted the field service representative had changed the tubings at the rinse station. A weak cell wash caused by defective rinse station tubings may have caused the outliers. Since the intervention and repair visit, no discrepant results have been reported and a precision check afterwards proved the correct functionality of the instrument. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).